Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device sustained physical damage. There was no reported patient involvement.

Manufacturer narrative:
One power pca was returned for failure analysis. The reported problem was verified. Q5 experienced heat damage, f6 had an open circuit, and sr1 was missing.

Manufacturer narrative:
The bench has ordered the following replacement parts to bring the device back to functionality: restored processor board pca restored therapy pca restored power pca front case field repl. Kit rear case field replacement kit mrx display cover mrx kit display 3 & face plate assy cap plate for handle field repl. Spk ii .